Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: admitting diagnosis: cad; pmh; af/cad/hld.

Event description:
It was reported from the cticu that an alaris pump started smoking during a secondary infusion of magnesium 2gm/100ml. It was also noted that the pcu would not connect to the pump module and biomed replaced the iui connector. The pump module iui smelled like smoke and was not replaced. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s reported complaint of the system exhibiting smoke and the source pump module would not power on when connected to the pcu was not confirmed during the investigation. However, a physical inspection of the female iui connector identified thermal damage between pins 15 and 13, which likely exhibited smoke on the date of the reported complaint. Pump module s/n (B)(4) was determined to be the sole suspect of the event. Based on the investigation, it is suspected that an accumulation of fluid on the source pump module female iui connector pins, inadvertently created a temporary conductive bridge (short) between pin 15 (gnd) and pin 14 (+8 v). As a result, the low resistance between the pins generated an increase of heat, melting the plastic and damaging the iui connector. A review of the logs did not identify magnesium infusing on the date of the reported event. Instead, a secondary infusion of potassium chloride was programmed at 3:06:34 am. At 4:21 am, attached pump modules were removed, while two pumps showed active infusions, resulting in a channel disconnect alarm. The iui connectors should be cleaned with 70% isopropyl alcohol with a dedicated iui cleaning brush only. Care should be taken to avoid contact with the iui¿s when cleaning cloths are used to clean the case. The alaris system directions for use v9.12 also requires that if surface contaminants or blue or green deposits are visible, the iui connector must be replaced. Review of the source pump module s/n (B)(4) service history record showed the device had a manufacture date of 07oct2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 05may2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s experience with a device exhibiting smoke was attributed to the presence of contamination on the pump module female iui. As a result, a short was temporarily produced on the female iui, generating increased heat causing the iui plastic connector to melt which most likely produced the smoke. The proximate cause of the pump module not powering on when connected to the pcu when observed by biomed was most likely related to the damage on female iui connector pins.

Event description:
It was reported from the cardio thoracic intensive care unit (cticu) that the pump module started smoking during a secondary infusion of magnesium 2 grams/100ml. It was also noted that the pcu would not connect to the pump module and biomed replaced the inter-unit interface (iui) connector of the pcu. The pump module's iui smelled like smoke and was not replaced. There were no adverse effects caused to the patient from the event.